Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 439888 lead .implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right ventricular (rv) lead helix failed to extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.